Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during removal the spring wire guide was locked in the needle. No patient harm reported.

Manufacturer narrative:
(B)(4). A guide wire and a 21 ga introducer needle were returned for evaluation. The guide wire was protruding 7cm from the tip of the needle. The guide wire was bent where it exited the needle tip. Microscopic examination revealed a displaced coil approximately 2.3cm from the end of the guide wire that protruded from the needle. The outer diameter and length of the guide wire were measured and found to be within specification. Attempts to remove the guide wire from the needle were unsuccessful. A manual tug test conformed that both welds were intact. A review of the device history records (DHR) for the guide wire and introducer needle did not reveal any manufacturing related issues. The report that the guide wire became stuck in the needle during removal was confirmed through examination of the returned sample. The guide wire was bent at the needle tip and had a displaced coil approximately 2.3cm from the distal end. It could not be removed from the needle. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the guide wire and the report that it became stuck during removal, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during removal the spring wire guide was locked in the needle. No patient harm reported.